Manufacturer narrative:
This case was created to capture any additional unknown event dates. Parent case listed in h10.

Event description:
It was reported that the ilet device¿s sleep/wake button was unresponsive, and the patient could only power or wake the device by placing it on the charging pad; the screen remained responsive, and a wake-button hold produced no vibration, consistent with a key or button not working and implicating the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, review of user-provided information including a video, and education on device management and report syncing. Investigation of this case revealed an electrical problem associated with the wake button, consistent with a switch component issue and a key or button unresponsive malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.